Event description:
Acon was made aware of the complaint via customer call on (B)(6) 2024 regarding potential device malfunction due to dial ring breakage of the oncall stealth lancing device. The customer (reporter of the complaint) informed acon that the issue makes precise adjustment of the needle penetration depth difficult. It is unknown whether the device malfunction was due to customer not following intended use of the device, issue during manufacturing, or problem with the device design. As per the report, the incident did not produce any serious health risk, and an investigaion by acon is not possible since no l/n or customer contact info was given. The incident will be recorded internally for acon records. Should new relevant information become available, a supplemental report will be submitted.